Event description:
The event is reported as: "complaint alleges that the inflation line for the tracheal cuff was detached. The alleged defect was noticed after opening of the package prior to use on a pt." No pt injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.